Event description:
The ventilator was connected to the pt. The customer reports that the ventilator failed to deliver gas. The alarm status is unknown. The customer states that the one way valve of the gas supply unit broke and logged itself at the o2 cell.